Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 400 mg/dl. Customer as advised to insert new aaa alkaline battery and display did not return. Customer stated that the insulin pump was exposed to water. Customer was in heavy rain. Customer was advised to run self-test but insulin pump would not turn on and went back to blank display troubleshooting. Customer was advised that pump would need to be replaced due to blank display issue. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with insulin injection. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No traces of moisture were noted at the keypad traces or motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.